Event description:
It was reported that during a supply change the user experienced difficulty attaching the connector to the infusion set and completing the quarter-turn, requiring use of pliers to insert the connector, after which priming reached 11.3 units without observable drops, prompting a rewind and restart until drops were seen and insulin delivery was resumed. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included resolution after troubleshooting and education, with no alerts or alarms and no damage to supplies. Investigation included user-guided troubleshooting and confirmation of proper priming with visible drops before connection. Investigation of this case revealed an initial inability to attach the connector and complete priming until repeat priming produced visible drops, with no air bubbles observed and no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during connection and priming.